Event description:
It was reported that the patient presented in-clinic for a pacemaker replacement procedure as the device exhibited premature battery depletion. As a resolution the pacemaker was explanted and replaced. The right-ventricular (rv) lead was explanted and replaced as well due to unknown malfunction. The patient condition was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was in back-up operation mode with intermittent telemetry upon receipt. Device was cut open, which revealed device battery voltage was depleted and found intermittent high current from the hybrid.a longevity calculation was performed and found the battery depletion was premature. Intermittent high current drain is consistent with a latch-up condition causing premature battery depletion. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.